Event description:
Reported via medwatch report # mw5108867: after inserting the intra-aortic balloon (iab), the console displayed a trigger error due to defective fiber optic cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).